Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 07-nov-2021, UDI#: (B)(4), h3: the tm90t0 communicator was analyzed on 2026-feb-23. Visual observation showed that micro usb charge port was loose. The device was not power on after 1.5 hours. An electrical failure was identified in tm90 recharging circuitry was damaged (l3). The device was scrapped and taken out of service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. The patient¿s representative and patient reported that the communicator was not charging. They stated that they had the communicator plugged in for days, but the battery indicator light was not changing and was staying amber/orange. A replacement communicator was requested from the repair department.